Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting increased shocking impedance measurements and the current measurement is 127 ohms which is out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) system had been exhibiting increased shocking impedance measurements and the current measurement is 127 ohms which is out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Eventually, the right ventricular (rv) lead was surgically abandoned due this mentioned shock impedance issue, while this ICD was electively explanted. This ICD was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing. The device operated appropriately, according to its performance specifications. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.